Event description:
It was reported that the patient fell on (B)(6) 2015 and experienced no stimulation sensation from their implantable neurostimulator (ins) for the past 3-4 days. The patient was seen on (B)(6) 2015 where high impedances (>10,000 ohms) were measured on electrodes #13, 14, and 15. The cause of the issue was unknown as x-rays were performed but there was no reported outcome. The manufacturer¿s representative was able to reprogram around the affected electrodes and the patient was able to received effective therapy. There were no further interventions planned by the healthcare professional (hcp) and no further issues were reported by the patient. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that they met with the rep with the second ins to be reprogrammed. Patient met with a manufacturer associate (did not know their name). Rep said some electrodes did not work. The issue occurred a year or two after the implant. No symptoms were reported and no further complications were reported/anticipated.